Event description:
On (B)(6) 2012, pt reported experiencing occlusions while using her backup infusion device. Pt stated she has experienced elevated blood glucose levels all day. Pt reported her dr stated she needs a new infusion device. Pt stated this is the first occlusion while on her backup infusion device. Pt reported her blood glucose level has been over 200 mg/dl all day. Pt's normal blood glucose range is 70-90 mg/dl. Pt currently does not have a backup therapy method and will need to call her dr. Advised pt to detach infusion set at the connect and attempt to prime; prime was successful and insulin drips out without occlusion. Advised the occlusion must be in the infusion site. Advised pt on alternative infusion sites. Pt correctly prime and inserted a new infusion set cannula, programmed 5.0 units of insulin for elevated blood glucose; delivered without an error message. On follow up call on (B)(6) 2012, pt reported that changing the infusion site did not help and she continued receiving elevated blood glucose levels all weekend, although she did not have any more occlusions. Pt stated she managed her blood glucose by taking injections for the bolus and using her infusion device for only the basal rate and set it to 160%. Pt reported she received her new infusion device today and started it; immediately her blood glucose went down and has been in normal range all day. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.